Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. End user reports going to the emergency room wanting to find a way to dry the weeping and was told that it looked like an infection. The doctor wanted to order an antibiotic, but end user refused it and went home stating he would f/u with personal care physician tomorrow and ask for a referral to see a wound ostomy continence nurse. End user reports applying stomahesive powder and used eakin seals, but he could not get a good seal again end user states that he does not feel that there is any problem with the product; just that his skin was burnt by the stomal output and he did not change his appliance quickly enough. No add'l info has been provided to date. Should add'l info become available, a f/u report will be submitted.

Event description:
It was reported end user experienced leaking of stool under his skin barrier. His skin became red; sore and weepy.